Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced the pump two air sensor is out of range. This condition had the potential to interrupt delivery. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of range air sensor. To correct the condition, the air sensor was recalibrated. If any additional information is received, a follow up MDR will be sent.